Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged and bent cannula along with hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hyperglycemia with blood glucose exceeding 500 mg/dl and later reaching 610 mg/dl, resulting in diabetic ketoacidosis (dka). The patient required hospital admission and was subsequently transferred to a children's hospital by ambulance, where he remained for several days. Upon replacement of his pod, it was discovered that the cannula had dislodged from the skin and was bent. Details of treatment provided during hospitalization were not reported.